Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. Normal depletion was experienced, and the expected longevity was met. (B)(4) -the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage; all conductors were stretched and insulations torn. (B)(4) -the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage; all conductors were stretched and the inner insulation was torn. The outer insulation had cosmetic depression.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately ten months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage; all conductors were stretched and insulations torn. (B)(4) - the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage; all conductors were stretched and the inner insulation was torn. The outer insulation had cosmetic depression.